Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received a high glucose alert after breakfast, reported a history of postprandial hyperglycemia with cereal, and noted a further rise in glucose after a recent vitamin b12 injection; the user confirmed announcing the meal and performed troubleshooting, including checking for occlusion alarms and verifying insulin drops upon manual priming, and planned to change infusion supplies later. Symptoms included hyperglycemia with a recorded glucose of 302 mg/dl trending downward by the end of the call. Outcomes included no injury, no hospitalization, and recovery in progress with downward glucose trend. Investigation included customer care troubleshooting and user education about factors that can affect glucose, confirmation of no occlusion alarm, verification of insulin flow, and recommendation to change infusion components. Investigation of this case revealed no device malfunction observed, with insulin delivery confirmed at the cannula, and the hyperglycemia considered consistent with postprandial response and potential medication effect; device component specifics such as infusion set lot were not available. It was concluded, based on previously established findings for similar reports, that the cause was unclear.